Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the temperature reading was showing "---" and was not registering the temperatures on the central control monitor (ccm). The device was not changed out, as the temperature module was moved to an adjacent network interface card (nic) connector and then it started registering temperature. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
Per the user facility's biomedical engineer (biomed) the temperature module is still working in the other network interface card (nic) slot. The biomed has ordered a new nic board.

Manufacturer narrative:
The reported complaint was confirmed. When the manufacturer's investigator inquired as to whether the network interface card (nic) board was replaced, resolved the issue, and for general follow up, the medical facility's biomedical engineer (biomed) did not return correspondence. An investigation into the issue was not possible as no device or data logs were returned to the manufacturer. No additional action will be taken at this time.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) was checking with MFR technical support to see if the nic board could be the issue.